Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years and 7 months post open transatrial mitral valve replacement with a 29mm sapien 3 valve, the valve failed due to stenosis. As a result, a 26mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.